Manufacturer narrative:
Complained product will not be not available.

Event description:
Charger is not working...it blew the fuse- oral b power care [device catching fire]. Case narrative: consumer via call stated that her charger was not working and it blew the fuse. No injury was reported.